Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va05e5f, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The patient reported therapy was turning off by itself. The patient described she would be ok for a while and then all of a sudden it seemed stimulation shut itself off and started experiencing pain again or return of pain. The patient usually felt stimulation especially in positional areas. The patient then used the patient programmer (pp) and pp showed no lightning bolt. The patient started when she started experiencing pain again she knew her implantable neurostimulator (ins) was off. Sometimes pp showed lightning bolt was there, sometimes it was not. The patient was able to turn therapy back on and felt stimulation again but it did not last a long time and varies how long it lasts. The patient stated 'sometimes it runs and sometimes it would shut off'. It would kick back on when ins turned on manually but it seemed it went weak very quickly. She first felt stimulation very good and then it felt a lot less but it could also be her body adjusting to it. She tried switching programs to see if it would stay on in a different program but it did not resolve it. The patient right presently thought her ins was off. The patient used the pp on the call and had to turn ins on. The patient confirmed pp now showed the lightning bolt and she was at 7.8 v but felt no stimulation. The patient increased to 8 v and felt stimulation presently. The patient mentioned stimulation did not feel very strong. There was no fall/trauma that could be related to this event. There was no recent exposure to emi environment either. The patient stimulation was turning itself off when it should be on. The change in therapy/symptoms was reported as sudden. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.